Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atmospheres when inflated for 10 seconds upon second inflation. The device was simply removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. A microscopic examination of the balloon material identified no tears or holes in the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. No kinks or damages were observed along the hypotube. A visual and tactile examination was completed on the distal shaft extrusion. An examination identified scratch marks on the outer surface of the outer extrusion, distal from the port. This scratching stretched for a distance of 2cm distally along the shaft. The device was attached to an encore inflation device and during an attempt to inflate the balloon of the device, multiple pinhole leaks were identified along the 2cm damaged stretch on the surface of the outer, where the scratch marks were visible. No issues were noted with the inner extrusion at this site. The balloon of the device failed to maintain pressure due to the presence of the pinholes on the outer extrusion.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atmospheres when inflated for 10 seconds upon second inflation. The device was simply removed and the procedure was completed with a different device. There were no patient complications reported.